Event description:
It was reported that the epg (external pulse generator) stopped while being used on a patient. The operation of the epg restarted immediately when the power was cycled. The patient had spontaneous pulse (about 40 bpm) and did not have any health hazard. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the epg (external pulse generator) stopped while being used on a patient. The operation of the epg restarted immediately when the power was cycled. The patient had a spontaneous pulse (about 40 bpm) and did not have any health hazard. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis found the contact plate of the battery had a poor connection, the battery voltage dropped, and the high rate key was not functioning.